Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 57 mm abdominal aortic aneurysm on (B)(6) 2025. It was reported that during the index procedure, the bifurcate stent graft landed a little lower then planned, therefore the physician opted to implanted an endurant ii aortic extension to cover up to the lowest renal artery. It was noted that anatomy played a role in the inaccurate delivery as the neck was conical and also the physician may have let the stent graft come down a little bit during the deployment process. Several hours after the procedure, the patient developed a cold leg and it was noted that the left iliac limb had thrombosed. It was confirmed the left limbs were 16-20/124, 16-13/124, and 16-10/124 that were occluded intervention was performed one day post the index procedure. Bare metal stents and a 16-16/124 endurant iliac limb were used to re-line the limb, and a non mdt catheter was used to remove the clot. The healthcare professional indicated that the cause of the event was over-sizing , the physician felt the 16- 10 limb may have been slightly oversized. No additional clinical sequelae were provided and the patient is fine.